Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, an intuitive surgical, inc. (Isi) clinical sales representative (csr) called in with the customer. The operating room (or) staff explained they were having issues with the blue energy cables. The caller stated they had replaced the instrument and the energy cable, but the issue remained. The isi technical support engineer (tse) reviewed the logs but found no related issue. The caller stated they plugged in the blue cable and got a "dv?" Message on the port. The isi tse explained that the message indicated the instrument was not communicating with the vio dv 2.0 integrated electrosurgical unit (erbe) generator and it was an issue with the cable. The isi tse asked if the staff tracks the lives used on their energy cables, and the caller stated no. The isi tse explained the green and blue energy cables have a limited life before they begin to degrade due to the harsh sterilization process. The isi tse advised the caller to have a 20-use limit or a 25-reprocessing cycle limit. The isi tse recommended a power cycle of the erbe, but the caller was unable to due to the surgeon not wanting to power cycle. The isi tse asked if the power cord was plugged into its own outlet or a power strip, and the caller stated it was on the power strip. The isi tse advised not to use a power strip and to use a dedicated outlet. An isi csr was planning to assist the customer with the energy cable tracking issues. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The isi fse removed and replaced the vio dv 2.0 integrated electrosurgical unit (erbe) to resolve issues. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have no failure. The unit energized and cauterized and all ports recognized instruments. The complaint was not confirmed based on the field evaluation/failure analysis.